Manufacturer narrative:
(B)(4). Initial reporter email address- (B)(6).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be cannula is detached. No injury or medical intervention was reported.